Event description:
It was reported that the inop messages for multiple issues (bus master, speaker) were being displayed. It is unknow if the device was in use at time of event. There was no adverse event to the patient or user reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the inop messages for multiple issues (bus master, speaker) were being displayed. It is unknown if the device was in use at time of event. There was no adverse event to the patient or user reported.